Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that patient has reached the upper limit on amplitude but was not getting relief of symptoms. Currently they are on program 3 at 8.5. They have it for their bowel and 3-4 times a day it's not working at all. The issue started maybe 4-5 days ago. No falls or accidents. They tried changing to all the programs and increased to 8.5v and felt nothing on all programs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pudendal nerve is messed up right now.